Event description:
It was reported that the customer passed away at home. The cause of death was kidney failure. The customer was not wearing the insulin pump at the time of death. The insulin pump was removed from the customer one day prior to passing away, and manual injections were used instead, because the customer had hard time operating the insulin pump. The customer did not use sensors and was not wearing one at the time of death. The caller agreed to return the device for analysis. The device serial number and model number could not be verified because the caller did not have the device at the time of the report. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. No data was available due to the insulin pump being received without a battery in the battery tube. No data analysis was performed.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section.the insulin pump passed the delivery volume accuracy test.